Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of error code e433 occurrence. The issue was found during reprocessing. The unknown procedure was completed with a similar device. There was no delay, and no patient injury or harm has been reported. This report is being submitted although the suspected medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation traced the reported error back to a defective generator board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, possible causes of a defective generator board: a defective tr1 transformer on the generator board (permanent error). A defective current transformer on the generator board (permanent error). A defective impedance transformer on the generator board (permanent error). A defective peak rectifier on the generator board (permanent error). The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). Olympus will continue to monitor the field performance of this device. This report is being submitted although the suspected medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051.